Event description:
The customer called about some error messages he had received while testing his blood glucose. While troubleshooting, the customer performed control tests and received results of 65 and 70 mg/dl. The normal control range was 116-167 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent. The customer was also going to trade up to a breeze 2 meter.